Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a octaray mapping catheter and there was an intermittent or low irrigation on the device but not complete occlusion. The issue was identified only after the device had been used on the patient. The medical team attempted to flush to no avail. The correct catheter settings were selected on the generator. There were no flow rate change issues noted at the start of ablation. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).